Event description:
The receiver-stimulator has extruded without any reported trauma. The user was explanted on (B)(6) 2024 and will be reimplanted at a later point.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an infection at the implant site leading to an extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
It was reported that the housing of the device has extruded. Reportedly the skin will be cleaned and sutured. Further information has been requested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.